Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: manufacturing location: monument; manufacturing date: 13-jul-2022; expiration date: 01-jun-2032; part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile; lot number: 900p658 (sterile); lot quantity: (B)(4). Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade was struck; could not reinsert the blade; implant had to be recovered¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there was no damage or defects with the tfna fem nail ø10 130° l200 timo15, only was observed signs of usage and normal wear which could have been a result of implantation attempt. Functionality issues cannot be assessed though a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna fem nail ø10 130° l200 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: the implantation of the above the implant was performed to treat a pertrochanteric femoral fracture on the right (B)(6) 2022. The operation went unobtrusively until the blade was struck. The impact showed an increased resistance. Radiologically there was no cause for this. The attempt to knock out the blade was frustrating. It was then no longer possible to insert the blade to be rejected. The entire implant had to be recovered during a second operation by means of osteotomy. This report is for one (1) tfna fem nail ø10 130° l200 timo15. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø10 130° l200 timo15 was received in assembled condition with the helical blade. Additionally, signs of a dark foreign substance was visible along the edges of the insertion hole of the helical blade. The prong located at the proximal end is bent outwards, this condition was most likely created while removing the construct from the bone after failure of the blade. Several metallic fragments were received in the returned package, however, they cannot be identified to be part of the device since there are no apparent signs of breakage within the nail. The tfna surgical technique guide was reviewed. Following relevant statements were found. Instructions: pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. Use light hammer blows on the back of the connecting screw until the impactor comes to a stop at the back of the guide sleeve. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. The helical blade must be fully inserted. Precautions: image intensifier should be used during helical blade insertion to monitor positioning. As the helical blade was observed to be inserted at an approximate of 120° rotation and the relieves for the lock prong mechanism are not aligned with the correct positioning, the red markings on the insertion devices (guide sleeve and impactor shaft) prevent the blade from being assembled misaligned and getting stuck across the mating hole of the nail. The condition of the nail and blade being unable to disassemble can be attributed to the user not following the surgical technique guide accordingly. A dimensional inspection for the tfna fem nail ø10 130° l200 timo15 was unable to be performed as it is in stuck condition to its mating device. A functional test was performed, the nail and the blade were intended to be disassembled using forceps, the blade remained attached to the nail, the observed foreign substance along the edge of the insertion hole may contribute to this condition. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 130° l200 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 13-jul-2022. Expiration date: 01-jun-2032. Part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile. Lot number: 900p658. (Sterile) lot quantity: (B)(4). Three pieces were scrapped in cell: two pieces for incorrect thread length and one piece for an unacceptable chamfer. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade was struck; could not reinsert the blade; implant had to be recovered¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay. The op had to be canceled because the blade could no longer be moved. The patient had to be revised three days later. An osteotomy had to be performed to remove the implant. The patient suffered significant damage from the jammed implants

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d4 h4 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1 . Initial reporter's name corrected e3. Initial reporter occupation corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Blade jammed in nail. Removal not possible.